Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain and spinal pain indications. The reason for call was pt reported they were unable to charge their implant and pt was escalated so due to the nature of call ps did not ask for an event date. Pt stated they had a cervical neurostimulator and on their mystim programmer the eos message displayed. Pt noted they needed to get an MRI done but their product was "dead" and pt could not turn their stimulation on or off. Ps reviewed with pt that they had a previous restore implant model 97702 that was explanted and pt noted they still had their cervical stimulator and could feel stimulation. Ps asked pt when they were implanted with their cervical stimulator and pt noted 5 or 6 years ago. Pt was escalated and did not recall that they were reimplanted and pt was very confused. Ps attempted to clarify with the pt that ps could walk them through on how to get their device into MRI mode for their current intellis implant, but ps would have to refer them to their hcp because their restore implant was removed so we would not be able to confirm their eligibility for their previous implant. Ps also attempted to clarify with pt if they had their recharger for their restore device and pt noted they didn't have a recharger to charge their cervical stimulator. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2018, product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.